Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) was at customer's site to resolve reported event. The customer stated they were able to run samples after replacing bent sample needle. Customer informed fse that they were getting bad c-grams and fse also confirmed l-syringe errors from the error log. The issue was resolved by replacing the sample needle with a new one and successfully validated instrument by running quality control and all results were within acceptable range. No further action required by field service. The g8 instrument is functioning as expected. A complaint history review and service history review for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: abnormal chromatograms: although the percentage of each hemoglobin component may vary slightly from patient to patient, most whole blood samples will contain six fractions: a1a, a1b, f, la1c+, sa1c, and a0. Chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. In most cases, results for the sa1c% are reportable. In some cases, the sa1c% may be invalid depending on the hemoglobinopathy present, the flow rate, and the condition of the column and reagent system. Error messages: 221 #### not detect (#### is the peak ID) is a data processing error generated when a specific peak (hemoglobin fraction) could not be detected. When this occurs repeatedly with some samples, the elution buffer may have become concentrated, resulting in unidentified peak detection on chromatograms. Never mix the buffers. When the error only occurs with specific samples, a hemoglobin variant may be present. 200 area low is a data processing error generated when three successive results below the lower limit of the total area (50) occurs. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution). Check the remaining volume of hemolysis & wash solution and start the assay again. 706 syringe-l error: explanation: operation error in syringe-l. Counter measure: inspect syringe-l. Execute smp.reset. The most probable cause of the reported issue due to clogged sample needle.

Event description:
The customer reported receiving error messages 200 area low, 221 ##### not detect and no a1a, a1b, f, la1c peaks detected on the g8 instrument. The customer provided chromatograms (c-grams), and it showed high baseline on controls. The customer ran undiluted samples and the first sample had no errors but the second sample had a 706 syringe l error. Customer is down and unable to run patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.